Event description:
It was reported that the user experienced recurrent low blood glucose after meal announcements while using the ilet with humalog, describing that the system delivered more insulin than expected for meals and that she had previously required six 4-gram glucose tablets to treat a measured glucose of 49 mg/dl; glucose was in range at the time of the call, and the user reported reducing meal announcement amounts and concurrent use of ozempic. Symptoms included hypoglycemia. Outcomes included self-treatment without third-party assistance or medical intervention and resolution to in-range glucose at the time of contact. Investigation included customer counseling, synchronization of device data, and referral to remote training for review of settings and meal announcement use. Investigation of this case revealed no device malfunction reported, with use-related factors under review including meal announcement strategy and concomitant medication. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.